Event description:
In 2009, the lay-user/pt contacted lifescan alleging an "error 2" issue with a one touch ultra meter. The pt tests her blood glucose 3-4 times a day. She manages her diabetes with lantus insulin taken every morning and sliding-scale humulin-r insulin based on her meter readings. The pt indicated that the alleged "error 2" issue started at around 8:00 am. Although the patient was unable to test her blood glucose that morning, she proceeded to take her morning dose of lantus insulin as prescribed and ate breakfast. At lunchtime, she tried to test again, but encountered "error 2" message again. Due to not knowing what her blood glucose level was at the time, she decided to eat less for lunch. An unspecified time later that same afternoon, the pt claimed that she developed low blood glucose symptoms of anxiousness and sweating. The pt administered self-treatment at that point by eating food. The self-treatment helped to relieve her symptoms. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.